Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 22.0 mmol/l and 4.1 mmol/l within 3 minutes on the compact plus system. No adverse event reported. The alleged product was requested for evaluation.